Manufacturer narrative:
It is a known fact that no magnetic materials should be brought into the examination room. The instructions for use already contains warnings. This was clearly a user error. Note, the indicated importer has received FDA exemption to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.